Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The devices were returned sealed and visual inspection identified foreign debris in the inner packaging of each. The packaging appeared to be visually consistent with the foam inserts and some debris was still adhered to the foam inserts. The device history records were reviewed and no discrepancies were identified. The root cause of the reported issue is attributed to damage during transit and a packaging design deficiency. The root cause associated with the inadequate packaging validations is that there was no procedure for carrying out packaging worst case assessments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. MFR date- nov 7, 2012. This report is number 2 of 3 MDR supplementals filed for the same patient (reference 0001825034-2017-03731-1, 0001825034-2017-03740-1, and 0001825034-2017-03741-1